Event description:
A healthcare facility in (B)(6) reported that the expiratory heater wire was missing from an rt200 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the breathing circuit was not returned to the manufacturer for inspection. An investigation was carried out based on the event description and knowledge of the production process. Results: without the returned breathing circuit, we could not verify the missing heater wire. A lot check revealed no other similar complaints for this lot number. A pressure test and two continuity tests were carried out on all rt200 breathing circuits during production. The heater wire is required for the breathing circuit to pass any of these tests. Breathing circuits that fail any of these tests are rejected. Conclusion: the testing on the production line suggests the heater wire was not missing during production. Without the return of the breathing circuit, we could not verify the missing heater wire.